Event description:
It was reported to boston scientific corp that a escape nitinol stone retrieval basket was used during a ureteroscopy procedure performed on (B) (6) 2009. (B) (6). According to the complainant, during the procedure, the physician was using a laser to break a stone and broke the basket with the laser beam. The physician completed the procedure with another escape nitinol stone retrieval basket with no pt complications and the pt is reported as "fine."

Manufacturer narrative:
(B) (4). The complainant reported that the device will not be returned for evaluation as it remains implanted in the pt; therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. The directions for use of this device contains the following warning: do not fire the laser directly upon the basket. If the basket wire is broken during lasing, discontinue lasing immediately. (B) (4).